Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: france slight burn requiring no care after consultation with a plastic surgeon. Involved components: gk372r / handle f/monopolar electrodes gk384r / ceramic electrode tip l-hk f/gk372r gk370p / shaft only f/modular monopol.electr

Manufacturer narrative:
Investigation: the instrument was analyzed using a keyence vhx 5000 digital microscope. The collet at the distal end of the shaft is bent and the tip of the electrode is twisted. Also the tube is not fixed to the proximal end of the shaft. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: all the parts of the instrument show signs of wear and tear. The bent collet and the twisted electrode are most likely caused due to overload. The "safe handling and preparation" are stated in the IFU. Despite the damages, the product is still working. It is possible that an unintentional burn is caused by a heated electrode immediately after the previous application. Therefore the injury is most likely caused by an improper handling of the instrument. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.